Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge tubing was no longer "smooth or straight". There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was able to successfully load a new cartridge to address the issue.